Event description:
Pump rang empty during the night and pt did not get feeding. Upon waking, pt was found to be hypoglycemic. There was no illness, injury or medical intervention resulting from the event. One pt involved.